Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having trouble with the controller. Patient stated they charged their implanted neurostimulator to 100% yesterday and when they got up this morning, the implanted neuro stimulator was only at 60%. Patient said they went to charge again and the controller went to MRI mode all by itself and the stimulator turned off. Patient also said the controller changed from a mode to b mode by itself. Patient stated they need to have the controller charged fully when they charge implant, otherwise the battery goes down within 24 hours. Patient had a difficult time clarifying when they were referring to implant versus controller. Patient mentioned they had to reset the controller probably about a month ago because the controller had different parts of different screens all at once and the reset resolved the issue at the time. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Patient re-inserted the battery and confirmed green light was on above the screen. Patient then connected recharger and confirmed charging excellent. After a few minutes, patient reported the controller beeped and said recharging ne eds attention. Patient reported finished as controller 100% and implant 100%. Patient stated at times the controller would not display any quality and just state recharging. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the controller. Agent redirected patient to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information is received from the patient. Patient mentioned when they checked the controller in the morning(which they do everyday), it was in MRI mode and then it said stimulator was off. Patient took it off MRI, turned it back on and changed the mode back to a and called manufacturer. Patient said they were sent a new controller and it works great.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Agent walked patient through pairing the controller to the implant. Patient called stating she got her replacement remote however didn't get a battery pack. Agent reviewed a battery will not be shipped and advised to use existing battery pack and all was working fine.